Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt implanted on an unk date with a pfna nail was discovered six months post operatively that the pfna nail was broken and medical surgical intervention was needed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.